Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening extended on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior, non-penetrating nicks, creases fold and wear abrasion. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.